Manufacturer narrative:
(B)(4). Investigation summary: all four proximal pan hooks were disengaged with no visible damage to the pan. Upon removal of the pan, six left double and nine right double drivers were noted to be missing. All staples were present and the sled was in the proximal position and intact. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information received: over the last few weeks, the staff and surgeons have noticed an increasing number of gst reload issues. Out of the packaging, the loads are appearing ¿altered¿. Bent metal casing, staples free in packages, staple legs out of anvil pockets prior to being fired.

Event description:
It was reported that before the unknown procedure, the scrub tech noticed staples up and out of pockets. Another cartridge was opened to the field. There were no patient consequences reported.